Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer "1 bag of IV potassium was started at 1220 for this patient by rn. Channel was programmed at ordered rate of5 50ml/hr. Bag would run over 1 hour. Started infusion and left room. Heard IV pump alarming at 1248. Noted channel running potassium was alarming. Noted air in line alarm. Noted potassium bag to be completely empty. Paused infusion and checked for confirmation that pump was programmed correctly by rn. It was verified that the pump was programmed correctly. The patient was not injured. Customer is requesting a written report. Customer report: sl-170348". There was patient involvement but no harm.

Event description:
It was reported by customer "1 bag of IV potassium was started at 1220 for this patient by rn. Channel was programmed at ordered rate of5 50ml/hr. Bag would run over 1 hour. Started infusion and left room. Heard IV pump alarming at 1248. Noted channel running potassium was alarming. Noted air in line alarm. Noted potassium bag to be completely empty. Paused infusion and checked for confirmation that pump was programmed correctly by rn. It was verified that the pump was programmed correctly. The patient was not injured. Customer is requesting a written report. Customer report: (B)(6)". There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-76019 is a concomitant. Please refer to manufacturer report number 2016493-2025-76020, which captured the correct suspect device per investigation report.